Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material in the nozzle - the material was speculated to have been a silicone-based substance such as a tube or packaging, but it was not possible to ascertain further. It is recommended that the user facility checks for abnormalities in products used in combination with the device. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (oj) was informed that the customer evis lucera elite colonovideoscope reportedly ¿has something clogged in the nozzle and the air and water supply are weak¿. The problem was found during inspection before use. The scheduled diagnostic screening procedure was completed by exchanging with another similar scope. No adverse outcome to the patient was reported.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.